Event description:
On (B)(6) 2009 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen/pelvis-infrarenal revealed there is slight penetration of the caval wall by all of the filter struts and considered to be within normal limits. There was no surrounding inflammatory change. On (B)(6) 2019 a CT of the abdomen revealed the filter had a 6 degree tilt and there was aortic perforation.

Event description:
On (B)(6) 2009 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen/pelvis-infrarenal revealed there is slight penetration of the caval wall by all of the filter struts and considered to be within normal limits. There was no surrounding inflammatory change. On (B)(6) 2019 a CT of the abdomen revealed the filter had a 6 degree tilt and there was aortic perforation.